Event description:
Physician reported that pt had a vascular event after injection, but could not state that the event had led to necrosis. Slightly over one month after collagen injection, symptoms mostly resolved, however pt had mild, persistent erythema at vermilion border. Pt was treated with topical nitrobid, warm compresses, topical bactroban, oral ambien for sleep, oral darvocet, and oxygen treatments. This event being reported in good faith due to mcghan policy to resolve doubts in favor of reporting.